Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative ozark screwdriver tip deformation. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot mntx (1): manufacture date 12 january 2021, device returned 30 june 2022.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures (B)(4) instance of intraoperative ozark screwdriver tip deformation. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.